Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced with a previously capped pace/sense lead. Multiple inappropriate shocks were delivered due to oversensing. A rise in lead impedance was also noted. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of the event. Additional information reported the lead was fractured.